Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an eroded pocket that was infected. Redness and cellulitis were also observed. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and the patient was treated with antibiotics. The patient received a new system the following week. No further patient complications have been reported as a result of this event.